Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) and reported an elevated blood glucose (bg) level of "402 mg/dl" which was obtained at 7:13 am earlier that day. Due to experiencing burning at the site when he last bolused at 7:13 am that morning, the reporter mentioned that the patient did not bolus for the rest of the day. She also stated that he did not check his bg during that time. The reporter claimed that the patient was lethargic and very sleepy. The animas representative informed the reporter that the patient should check his bg more frequently and to treat his bg's accordingly. The patient last changed his site 4 days earlier on (B)(6) 2011. The patient declined to review the pump during the contact with animas. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error since the patient did not check his bg or bolus for several hours after experiencing burning at his site.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.